Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe is had error messages that would not clear after x3 restarts. The errors started to occur at the end of the previous case, but were able to be cleared. The caller stated that they had a force triad generator available to use if the erbe went down. The intuitive tech support engineer (tse) reviewed the system logs and found error 25913 with a c-33 error. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found to that the c-33 hf voltage issue was confirmed both remotely and on-site. No visual issues were found. The erbe displayed the c-33 error on startup. Unit will be sent to original equipment manufacturer (OEM) for further analysis. The probable root cause for the error c-33 is attributed to the faulty erbe generator. This error indicates the hf voltage measurement value too high in on state. This issue was resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.